Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 104 mg/dl. No further information reported.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The pump also had a cracked case at the display window corner, scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.